Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection: was performed and passed. Voltage measurement was performed and passed. Pairing/download test with nordic bluetooth device: fail. Share log review: no transmitter error found in the log within the investigation window. Bin file analysis: unable to perform the bin analysis due to it could not be paired with the nordic bluetooth device. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.